Event description:
It was reported that during 3rd fitting, it was found that all electrode channels were in status hi. The pt hears only very loud sounds. To date, it is not known whether the pt had a trauma in the region of the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.